Event description:
It was reported that the device had a clutch error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger case was chipped and bottom case tamper seal was removed. Review of the event history log showed an occurrence of "check clutch plunger lever." Functional testing involved occlusion testing and "check plunger lever" was duplicated. The investigation determined that normal wear was the cause of the reported issue, device over eight (8) years old. The lead screw and both clutch halves were replaced. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other text: b5: additional information received on 30-nov-2022 via email and attached to complaint object: the date of event was on 10-nov-2022. The reported event did not occur during patient use. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.